Event description:
During implant this device is reported to have gone from a bipolar pacing configuration to unipolar. Then a pop-up window appeared prompting for a factory reset of the device. The device was then disconnected from the pacing leads and was not implanted. A new pacemaker was then implanted without incident. Should additional information be received, this file will be updated.